Manufacturer narrative:
The 14.5f hemo flow was returned for evaluation. The device lot number was taken directly from the returned device. Visual inspection revealed the device is intact with no abnormalities. The cuff appears to be adequately attached to the lumen. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. A root cause cannot be determined. The patient was reported to have type 1 diabetes which is known to affect and slow would healing. This may have been a contributing factor. Many variables contribute to the encapsulation of a textile. These include, but are not limited to, factors related to surgical technique, patient hematology, concurrent drug therapy, infection, and method of catheter fixation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information has been requested. Waiting for sample return for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Shortly after starting her dialysis session (10 minutes into treatment), while taking her cardigan off, the catheter was caught and resulted in the catheter migrating out at least 3-5cm fully exposing the cuff.